Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was replaced. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system shut down and the light remained lit without commanding x-ray. No report of pt or staff injury.